Event description:
Upon insertion, the iab would not inflate. Blood was noted in the tubing and the iab was removed. A second was inserted. The following was rpt'd to datascope on 7/3/97: the balloon catheter was inserted percutaneously in ICU by the cardiac surgeon with assistance from the scrub nurse. When the pump was started, the surgeon said he heard a "suction" sound at the sheath-catheter junction area. Blood was noted in the gas drive line and the catheter was removed and replaced. Event complications: none from the event - rpt'd 6/13/97, 7/3/97. Pt current status: fine - rpt'd 6/13/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.